Manufacturer narrative:
The customer stated that the device continued to operate at the time of the navigation ring failure. On 01oct2023, the field service engineer (fse) could not duplicate the reported issue. The fse replaced the front bezel as a preventative measure to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced front bezel was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that the navigation ring located in the top right portion of the front bezel operates as expected. Additionally, with the navigation ring connected to the pil test ventilator during a test ventilator operation, the navigation ring provided a consistent increase and decrease of the numerical setting choices in a linear fashion when used, as intended. The pil tech also verified that the switch panel power assembly power button and all light emitting diodes (leds) operated as expected. The pil techs investigation concluded that there was no fault found with the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4- updated.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a failure in the navigation ring. As the device was not in use for therapy, there was no need for medical intervention and no delay in therapy. This investigation is ongoing.